Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient's pump was explanted due to infection. The patient was now on oral baclofen. Further information was not provided. Additional information was received. The infection occurred in the pocket. The event date was in (B)(6) of 2020, sometime during the week prior to (B)(6) 2020. The pump was implanted on (B)(6) 2020 and explanted in (B)(6) of 2020. The neurosurgeon explanted the pump without saving it. There were no reported contributing factors. Diagnostics included normal procedure when the patient has an infection. It was unknown if the issue was resolved. The patient status was alive - no injury. The patient's medical history included spasticity.